Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Further information has been requested of the initial reporter regarding: clarification regarding the event and patient outcome. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate, the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera® placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. The physiological response of the patient to the presence of orbera¿ may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera® beyond 6 months. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications - possible complications of the use of orbera¿ include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain; either steady or cyclic. Warnings: endoscopic removal of orbera¿ must be completed in the presence of an empty stomach. Patients should be on a liquid diet for 48 hours and npo for a minimum of 12 hours prior to removal. If food is found in the stomach upon endoscopic examination, then measures (aspiration of stomach contents, endotracheal intubation, or delay of procedure) must be taken to protect the airway. The risk of aspiration of gastric contents into the patient's lungs represents a serious risk which can result in death.

Event description:
Reported as: a patient with the orbera intragastric balloon was on the second orbera therapy (first balloon was placed in 2016) and has complained of abdominal pain. The patient was seen in the office, was given IV fluids and the physician wanted to scope the patient to rule out any other issues. During the beginning of procedure succinylcholine was administered, while the patient was then being intubated the patient aspirated. The balloon was removed along with an additional 1200cc of fluid that had been retained in the patient's stomach. The patient was admitted to the hospital ICU.